Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after the guidewire was removed from the patient, the end of the guidewire was frayed. The coating at the tip of the guidewire had peeled. There were no clinical consequences to the patient.